Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the hemostatic valve was broken/cracked, and the air could not be removed. This was noted after pre-mapping the left atrium with the octaray catheter the octaray was removed from the vizigo and a qdot catheter was inserted. No air entered the patient's body. The issue was resolved by replacing the vizigo short to another new one. The procedure was completed without patient's consequence.

Manufacturer narrative:
The device evaluation was completed on 23-sep-2025. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the hemostatic valve was broken/cracked, and the air could not be removed. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following johnson & johnson medtech procedures. Visual inspection of the returned sample revealed no damage or anomalies on the device valve. An irrigation test was performed, and water leakage was observed in the union of the hub and side port tube. Further investigation revealed that the side port tube was partially detached from the hub due to an incorrect adhesive application. A device history record was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The hemostatic valve issue reported by the customer was confirmed as the issue observed in the side port tube union could be related to the reported event. The potential cause of incorrect adhesive application was traced to manufacturing. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. A supplier corrective action was created to address the incorrect adhesive application around the stopcock of the vizigo¿ device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).